Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and fluctuating thresholds were noted on the right ventricular (rv) lead. At device check no threshold issue was seen. The lead remains in use. No patient complications have been reported as a result of this event.